Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified; creases flat, opening extended on anterior and the weight the device within specification. A visual and microscopic analysis was performed which identified; striated extended opening on anterior. Based on the device analysis the final assessment is: a striated opening assessed as surgical damage consist in the use of some surgical tool. Additional, changed, and/or corrected data: d.10, h.3, h.6.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. The device was explanted.